Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 19.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018, because the patient needed a higher diopter power. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, higher diopter of 20.0. Reportedly, there was no patient injury. On (B)(6) 2018, the patient's visual acuity was 20/20. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA report review, there is no indication of a product malfunction. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the labeling was not reviewed. As reported, needed a higher power diopter and the lens was explanted. The complaint was not related to product performance, therefore, labeling section was not performed for this investigation. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.